Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the main cover and atrial rate cover and label were missing. The biomedical engineer was given the part numbers to order the parts and will replace them and the device will be returned to service. There was no patient involvement.